Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes that could lead to the reported event include closing the lid while the connecting tube is placed on the basin. Closing the lid while something hard, such as a scope, is placed on the retaining rack. Closing the lid while the washing case is placed obliquely at the retaining rack. The instructions for use (IFU) states: ¿when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result."

Manufacturer narrative:
Olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated for lid damage and the parts that needed replacement were ordered. The date of event is unknown. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that an endoscope reprocessor has a crack on the lid. No patient involvement was reported. No additional information has been obtained.